Manufacturer narrative:
(B)(4). Batch r59v64. Additional information received: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Yes. Or, did the device staple, but not cut the tissue? No. Did the device deliver any staples? Yes. If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? Yes. If the stapler did fire was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. What is the current patient status? The patient is ok. Was there any patient consequence or change in the post-operative care of the patient. As a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, defective device, stapling issue. Use of another device. Patient consequences were not reported.